Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("right fallopian tube-seen embedded within tbe proximal end of the fallopian tube is what appears to be a metallic "spring like" foreign body within the tube") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included discomfort, itchy rash, constipation, lower abdominal pain and food allergy. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("allergic reactions type: rash"), weight increased ("weight gain"), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, weight increased, incontinence, depression, anxiety, dyspareunia and allergy to metals outcome was unknown, the rash had resolved and the adnexa uteri pain was resolving. The reporter considered adnexa uteri pain, allergy to metals, anxiety, depression, dyspareunia, embedded device, genital haemorrhage, incontinence, pelvic pain, rash and weight increased to be related to essure. The reporter commented: left side - 5 coils, right side- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubes were completely blocked ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device " most recent follow-up information incorporated above includes: on 20-jun-2018: events- "dyspareunia (painful sexual intercourse), nickel allergy, right ovary pain", reporter, lab data added from pfs. Event "right fallopian tube-seen embedded within the proximal end of the fallopian tube is what appears to be a metallic "spring like" foreign body within the tube" added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain in my right side"), embedded device ("right fallopian tube-seen embedded within tbe proximal end of the fallopian tube is what appears to be a metallic "spring like" foreign body within the tube") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included urticaria with penicillin. Concurrent conditions included urination pain, itchy rash, constipation, lower abdominal pain, food allergy and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced rash ("allergic reactions type: rash/ rashes or skin conditions- type: arm, back og my legs and stomach") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, genital haemorrhage, weight increased, incontinence, depression, anxiety, dyspareunia, allergy to metals, vaginal haemorrhage and menorrhagia outcome was unknown and the rash and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, depression, dyspareunia, embedded device, genital haemorrhage, incontinence, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left side - 5 coils, right side- 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubes were completely blocked ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device " most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Reporter's information added. Events added: abnormal bleeding (vaginal, menorrhagia). Preferred term of event rash was updated from allergic dermatitis to rash. Outcome of event ovary pain updated to recovered/ resolved. Concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), incontinence ("incontinence"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, weight increased, incontinence, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity, incontinence, pelvic pain and weight increased to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.